Manufacturer narrative:
Concomitant medical products: product ID: 3093-28 urinary lead, implanted: (B)(6) 2007, 3093-28 urinary lead implanted: (B)(6) 2007, 3058 urinary ipg implanted: (B)(6) 2014, 3058 urinary ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) patient presented with bradycardia. The patient's heart rate was below the device programmed lower rate. The device remains in use. No further patient complications have been reported as a result of this event.